Event description:
It was reported to philips that the monitor was damaged. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a coronary treatment procedure was performed when the issue happened. The procedure was completed as planned. A remote service engineer (rse) connected the system remotely and confirmed monitor was not working. After receiving images from customer rse confirm damage to the monitor in the examination room. To resolve the issue field service engineer (fse) visited the site, replaced the uhd color lcd monitor. After the replacement of the color lcd monitor, the system was working as intended. The codes were updated based on the investigation outcome.